Event description:
The pt reported on the night of (B)(6) 2013, the pod started to alarm. Upon deactivation he noticed there was no insulin left in the reservoir. He was concerned that the device had delivered all 200 units of insulin. He decided to go to the emergency room so they could make sure his blood glucose did not drop so low that he could passed out. At the hospital he was treated with IV drip of dextrose 50%. The device was worn for 24 hours; there were no bg readings or other history provided.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit. The omnipod user's guide warn to "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fail below 70 mg/dl, follow the treatment advice of your healthcare provider," and advises "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".